Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in a motor error alarm loop during bolus/basal delivery. The insulin pump's motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 93 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.